Event description:
It was discovered that a soy broth growth media used to assess sterility of IV preparations was already contaminated with bacteria before any IV product was introduced into the growth media. This is a problem that prevents the pharmacy from being able to accurately determine if IV preparations are sterile or contaminated. The product is tsb growth media 100ml - lot#1129001; exp: oct 13, manufactured by (B)(4). Dates of use: (B)(6) 2013.